Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
Additional information received in revision operative report noted there was a scant amount of gross pus but primarily serous wound drainage. A small amount of residual metal debris was found. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of the provided op notes. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Review of the revision op notes confirms the revision of right hip due to infection. There was a scant amount of gross pus but primarily serous wound drainage. There was a small amount of metal debris. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: lot number, (B)(4), sterile date, device MFR date.

Manufacturer narrative:
This follow-up is being submitted to relay additional information.

Event description:
It was reported patient underwent a revision procedure one month post implantation due to pain, infection, and trunnion wear. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted. (B)(4). Concomitant medical products ¿ active articulation hip system dual mobility bearing p/n ep-200144 l/n 462440; biolox delta option hip system ceramic head p/n 650-1055 l/n 263790; biolox option taper adapter neck p/n 650-1068 l/n 692440. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2017-05964, 0001825034-2017-05966.

Event description:
It was reported patient underwent a revision procedure one month post implantation due to pain. Attempts to obtain additional information have been made; however, no more is available.